Event description:
The facility reported a flo-gard infusion pump that is "not occluding". This problem was identified during use with no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4)the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.